Event description:
As reported by the field clinical specialist, a patient with a 26mm sapien 3 ultra resilia aortic valve implanted for 1 year and 6 months underwent a valve-in-valve procedure due to stenosis and regurgitation. CT tavr and tee imaging confirmed pannus formation in the sub-valvular area. A 23mm sapien 3 ultra resilia valve was successfully implanted. Per the medical records, a cardiology progress note dated 5/13/2026 documented that echo findings from 10/27/2025 (approximately 1 year post tavr) revealed no perivalvular leak, mild transvalvular regurgitation and an aortic valve mean gradient of 23 mmhg. The valve was documented to have normal function. The observed change in hemodynamics was attributed to atrial fibrillation. A CT performed at that time demonstrated minimal leaflet hypoattenuation without associated motion restriction and no evidence of thrombus. The patient was already on eliquis and no changes to the medication regimen were made. While a repeat echo performed on (B)(6) 2026 revealed worsening values consistent with stenosis: moderate transvalvular regurgitation, aortic valve peak velocity of 3.9 m/s, an aortic valve mean gradient of 31 mmhg, a di of 0.27 and an aortic valve area of 0.8 cm2, the records indicated there were concerns for pannus vs. Halt. Eliquis was stopped and warfarin was initiated.

Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A definite root cause could not be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.